Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited noise which resulted in inappropriate auto mode switch episodes. No adverse events occurred as a result. No intervention was reported. The patient was stable throughout.